Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent kyphoplasty surgery at l1 due to rheumatoid arthritis, osteoporosis. Intra-op, under fluoroscopic monitoring bilateral kyphoplasty needles were placed through the pedicles of l1 into the anterior aspect of the vertebra. The right balloon was able to be inflated 3.5 cc but the left balloon ruptured at 2 cc. A replacement balloon was placed but during inflation the right balloon also ruptured. The balloons were then removed. Cement was then pulled injected through each cannula with approximately 3 cc of regular cement. There is a good bilateral distribution of cement throughout the vertebral body. The product came in contact with the patient. No patient complications were reported due to this event.